Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Patient reported an increased recharge burden that had gradually reached the point where a full charge would not provide 24 hours of therapy. Physician replaced ipg on (B)(6) 2020 and notified company representative. No complications occurred with procedure.